Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that a lead safety switch (lss) was triggered on this pacemaker and the right atrial (ra) lead due to high, out-of-range (oor) pacing lead impedance measurement greater than 2,000 ohms along with continuous noise on atrial channel and loss of capture (loc). Noise does not inhibit atrial pacing and the patient¿s own rhythm was in 40¿s. Additional information was received indicating that the cause of the observation was not determined. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported. The system remains implanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed. The ra lead was explanted and replaced. The device remains actively implanted. No adverse patient effects were reported during the procedure.